Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by (B)(6) affiliates, 3 years post implant of a 23mm sapien xt valve by tf approach, the patient collapsed due to aortic valve re-stenosis resulting in a broken arm. The patient died during surgery. Requests for additional information has been made.

Manufacturer narrative:
As per additional information provided by the physician, the patient was admitted to an external hospital where restenosis was mistakenly diagnosed in 2012. However, on an echo performed at the follow up visit in 2012 there was no restenosis seen on echo. There has not been an echo performed since then. As there is no evidence of valve dysfunction, this event is no longer reportable.